Event description:
It was reported, a patient had an intraclavicular placement of a stryker pain pump for a hand surgery. The pump was filled with 0.2% ropivacaine set at a flow rate of 6 ml/hr with a 4 ml bolus every 30 minutes. The patient reported experiencing a fever of 102 f, elevated blood pressure, feeling of intoxication, and numbness in his arm while in his home. The catheter site appeared normal, with no reports of itching, swelling, or redness. The patient did not require or receive any additional treatment due to this event. There are no allegations the product failed to perform as designed or programmed by the physician.

Manufacturer narrative:
The 510(k) cannot be identified without information on the device used. There is no alleged failure of the pump and the device has not been returned for evaluation. The patient claimed to return the pump to the hospital. The hospital was unable to locate the pump for return.